Manufacturer narrative:
A field service engineer performed preventative maintenance testing at the user facility. During testing, the fluid shield was found to be damaged and fluid spillage was noted. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the fluid shield was found to be damaged and fluid spillage was noted. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.